Event description:
It was reported this was a triclip procedure to treat degenerative tricuspid regurgitation (tr) with a grade of 5. One clip was implanted, reducing tr to a grade of 2-3. However, the discharge imaging showed the implanted clip had detached from the anterior leaflet and remained attached on the septal leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and per the physician, the reported slda was due to patient condition (frail leaflets). The reported recurrent tr was a cascading effect of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.